Event description:
A malfunction alarm was reported by the customer, and it was identified as malfunction code 1. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy and a replacement pump with updated software was sent to the customer. Instructions were given to put the current pump into storage mode before returning it, and it was confirmed that the customer understood the procedure for returning the problematic pump to tandem.